Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been running a temperature and there was drainage form the ipg site the patient went to the physician's office and the dressing was changed however, no antibiotics were prescribed. The patient reported on (B)(6) 2017 he was afebrile. The patient was seen at the physician's office on (B)(6) 2017 and antibiotics were prescribed which did not resolve the issue in addition, the patient was seen at the physician's office on (B)(6) 2017 and an infection was confirmed. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The patient is currently receiving IV antibiotics and blood cultures were negative.